Event description:
The customer's mother reported the insulin pump having a blank display, that there was a dark circle on its screen, and that the device had alarmed battery out limit. During troubleshooting the display returned to the insulin pump after making a battery change. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. The customer's reported blood glucose value was 266 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.